Event description:
It was reported that prior to use "the packaging was cracked. 6 staplers (one full box) faced the issue. The staplers were not sterile anymore so we did not use them. The crack is located on the side of the packaging. We used another device to solve the issue". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use "the packaging was cracked. 6 staplers (one full box) faced the issue. The staplers were not sterile anymore so we did not use them. The crack is located on the side of the packaging. We used another device to solve the issue". No patient involvement.